Event description:
The customer reported to olympus, during preparation for use, the electrosurgical generator displayed an e433 error code. There were no reports of patient harm associated with the event.

Manufacturer narrative:
A device inspection of the returned device could not confirm the e433 error. Damage to the front panel was noted which was probably due to mishandling on the part of the user. The volume knob of the front panel was missing. The volume knob is attached to the axle of the volume adjuster. It can easily be pulled off by the user and may be lost in this process. The old type low voltage power supply cable and power supply needed to be replaced. The unit required a software upgrade to version 12-a. The device history review (DHR) showed that the device was manufactured according to valid instructions and met all specifications. There is no corrective and preventive action (CAPA) associated with this device with respect to the described issues. The fact that an old low voltage power supply cable connection cable is used in the esg-400 in question does not pose a defect. In this respect, the generator in question meets its specification and can be used without restrictions. The cable should only be replaced if this occurs together with a frequent occurrence of error e172. The error message e433 was caused either by a user error or by a faulty foot switch. A fault on the part of the user cannot be completely ruled out.olympus will continue to monitor field performance for this device.

Event description:
It was further reported, the procedure was completed with a similar device (model: wb91051w, serial number unknown).

Manufacturer narrative:
This report is being submitted to provide additional information obtained from the customer.